Manufacturer narrative:
New information: this is a follow up to remove the initial report. This initial report was filed under the wrong report number and a new report with the correct number is being filed (3003701733-2019-00159). Follow-up 1, follow-up type.

Event description:
This is a follow up to remove the initial report. This initial report was filed under the wrong report number and a new report with the correct number is being filed (3003701733-2019-00159).

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her tampon came apart upon removal.